Event description:
During a surgical procedure, the surgeon noticed that the halo cutting forceps had tissue in between the tips. At the end of the cutting cycle, the instrument felt "stuck" and started to fire while inside the pt's abdomen. The instrument was removed from the pt. Generator used with the halo was a g400 s/n (B)(4), lot#335698fd. There was no harm to the pt.

Manufacturer narrative:
The device was returned with the latch on, jaws open and very clean. The bio-med sent a note with the device stating that it was cleaned, disinfected prior to shipping it in for eval. Cleaned the tips with enzyme cleaner, to remove tissue, and then wiped the device down with pdi sani cloth bleach wipes. Device was connected to the generator, generator displayed correct defaults, halo cutting forceps, (B)(4). The device was then activated using the blue coag button, when the button was released it stopped coagulating or activating. The blue coag button was pressed and released along its entire surface, the device would stop coagulation once the button was released, we could not get the coag function to remain on. The customer's complaint of "device stuck on, button sticking" could not be confirmed. As received the device activated and coagulated when the blue coag button was depressed, it also stopped activating when the button was released. A review of the device build records does not indicate any discrepancies with the manufacture of the lot. We will continue to monitor the data base for further occurrences.